Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a controller error alarm. The aic was switched and the new aic had no issues. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the initial report was submitted. The console was returned and tested. The failure was unable to be reproduced throughout testing. The root cause of the issue could not be determined due to the difficulty in reproducing the failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm with a low probability of reoccurrence.